Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic," (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which complications occurred in some of 1,122 procedures where the nrg transseptal needle was used amongst other devices (e.g. Fastcath, preface sl1, ultimum, livewire, brk needle) for transseptal puncture in catheter ablation for pvi. The following complications were noted: 10 cardiac tamponades; 4 arteriovenous fistulas; 6 groin pseudoaneurysms; 3 hematomas; 3 strokes; 1 transient ischemic attack. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. 1 winkle r, mead h, engel g, et al. Safety of lower activated clotting times during atrial fibrillation ablation using open irrigated tip catheters and a single transseptal puncture. Am j cardiol 2011; 107:704 -708.